Manufacturer narrative:
Age at time of event: "around 60." Device is a combination product (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 85% stenosed target lesion was located in the moderately to severely calcified and mildly tortuous sapheneous vein graft (svg) artery. A 3.00x32mm promus element plus stent delivery sysem (sds) was advanced to the lesion. When the physician slid the sds to a 6fr non-bsc guide catheter, the stent hang up on the proximal lesion with the balloon slid distally. It was noticed that the balloon catheter was advanced and the stent was on the shaft of the sds. The balloon was inflated at 1 atmosphere and was pulled back. The whole system was removed as a unit. The procedure was completed with another 3.00x32mm promus element plus stent. No patient complications were reported and patient status was fine.